Manufacturer narrative:
The unit had unresponsive buttons due to electronic assembly damage by moisture. The motor assembly was found with moisture damage. The unit had a cracked case at the display window corners and a minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a keypad anomaly and that the device was exposed to moisture. The customer's blood glucose level was 200 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the device for analysis.